Event description:
Abiomed received an automated impella controller (aic) with a note stating there was a red alarm-battery failure. The batt test showed a cell imbalance in battery two. There was no report of patient involvement or harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) battery failure alarm has been completed. Data logs were reviewed finding that the reported red battery failure issue was confirmed. There were numerous instances of battery failure alarms (transport connection blown/missing) (event set #360), battery failure alarm (low voltage) [v < 12v] (event set #350), and battery level low (50%) (event set #23) found in the imc logs. The console was returned for evaluation. During testing, the battery failure issue was able to be reproduced. Results of running batttest on telnet revealed that vcell4 in battery2 had a voltage that was significantly less than the rest of the cells in the battery. Reported battery failure issue was determined to be caused by internal battery cell imbalance (found in vcell4 of battery2). Added-d8 selected device returned to manufacturer d4-corrected model number. G1-corrected MFR site name and address.